Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming due to a system fault and continuously rebooting was confirmed. In this condition, the device would be inoperative. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device made a high pitched squeal, alarmed due to a system fault and became "inoperable" during an event. No further details about the reported issue were provided. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The reporter also advised that because there was no harm to the patient, no further information about the patient would be provided to ventec.

Manufacturer narrative:
Upon receipt of the device, but prior to its evaluation, a ventec employee observed that it was continuously rebooting by itself. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.